Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1997. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lifetime maximum right ventricular (rv) lead pacing impedance measured 2381 ohms. No rv pacing impedance trend data available in save to disk (s2d) lead trend is turned off. No ventricular capture trend data available in s2d.

Event description:
It was reported that the patient's lead had high impedance and thresholds and a possible fracture. During replacement surgery the physician decided to reuse the lead due to patient condition. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.